Event description:
A user facility reported to olympus that a "crack in the camera face by the lens" was present. The problem, as reported to olympus, was identified during reprocessing of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The evaluation found a stain on the lens; upon cleaning the lens, the stain was removed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During evaluation, the cracked lens was not confirmed. Based on the results of the investigation, it¿s likely the stain on the cover glass was misidentified as cracks on the lens. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.